Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that while troubleshooting for a blank display the screen returned with pump error. Customer was unable to clear the alarm of the pump error. During calibration customer reports pump goes from a blank display to a frozen display. No harm requiring medical intervention was reported. Replacement pump has been sent. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No frozen displays, or unexpected display anomalies were noted during testing either. Finally no pump error 68 occurred during testing. (B)(4).